Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the leadless pacemaker exhibited high capture threshold. The leadless pacemaker was explanted and replaced on (B)(6) 2023. The patient was in stable condition.